Event description:
It was reported that during the procedure, the operator inserted the subject balloon catheter into the intermediate catheter. When inflation was performed in the target vessel, the subject balloon did not expand, so it was removed. Upon inspection, a hole was found in the subject balloon. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was reported to be average tortuous. The defect was not identified at the time of preparation. The entire system was flushed with 50% saline-contrast mixture. The size of concomitantly used guidewire (gw) was 0.014. There was no resistance encountered during the guidewire removal from the dispenser hoop. After the gw was inserted, the entire system was flushed. It is probable that during preparation the device was unintentionally damaged resulting in the reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported events: ¿balloon failed to inflate¿ and ¿balloon has hole/perforation during use¿.

Event description:
It was reported that during the procedure, the operator inserted the subject balloon catheter into the intermediate catheter. When inflation was performed in the target vessel, the subject balloon did not expand, so it was removed. Upon inspection, a hole was found in the subject balloon. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.